Event description:
Reporter stated that patient received the following results on aviva nano system compared to a professional meter within 1 minute: 330 mg/dl (aviva nano system) and 159 mg/dl, 167 mg/dl (professional meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).